Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump date and time were incorrect. Customer's blood glucose ranged from 125-150 mg/dl. The customer continued to use the pump for insulin therapy. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.